Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to boot up. Upon troubleshooting, the rse assisted biomed to check the power out of the ups on the pdu, and it did not have voltage. Also, the controller would not come on. To resolve the issue, the rse suggested bypassing the ups from the pdu, and this restored power, and the system booted up. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.